Event description:
It was reported that the pacemaker dependent patient's right ventricular lead exhibited a rise in impedance and pacing thresholds. No symptoms were noted. On (B)(6) 2017, the lead was capped and replaced. The procedure was completed successfully without any adverse events to the patient. Patient will continue to be monitored.